Manufacturer narrative:
Serial number received. Updated d4. Added type of investigation code b14. Code b22 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met.

Manufacturer narrative:
H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, a patient was treated with a gore ® tag ® conformable thoracic stent graft. During the procedure, the delivery system of the tgm313115e could not be successfully withdrawn after the device was deployed in the ascending aorta. Every deployment wire was pulled and tested to see if any of the wires had become loose. The deployment handle was also removed. The empty delivery system could not be pulled into the sheath. The system hung on the stent and moved it back and forth. A balloon was inserted from the opposite side, the stent was affixed with it and the delivery system was removed by force. The procedure was completed.

Event description:
T was reported that on (B)(6) 2024, a patient was treated with a gore® tag® conformable thoracic stent graft with active control system (tgm313115e). During the procedure, the delivery system of the tgm313115e could not be successfully withdrawn after the device was deployed in the ascending aorta. Every deployment wire was pulled and tested to see if any of the wires had become loose. The deployment handle was also removed. The empty delivery system could not be pulled into the sheath. The system hung on the stent and moved it back and forth. A balloon was inserted from the opposite side, the stent was affixed with it and the delivery system was removed by force. The procedure was completed.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Corrected b2 by unticking the box "other serious (important medical events)". Corrected b5. Corrected h6: updated health effect - impact code to f1908 and f2301. Code f1907 was inadvertently entered and should be removed. Remove medical device problem code a0510 which was inadvertently entered. Added component code g04004. Added type of investigation code b20 and b22. Code b14 was inadvertently entered and should be removed. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. Multiple attempts have been made to obtain device identification and imaging for evaluation, however, no serial number or images were provided to gore. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: access, delivery and deployment events (e.g. Access failure, deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty).